Manufacturer narrative:
We are in process of trying to get the device returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "when using a bipolar catheter to stop bleeding from a patient's eyelid, it ignited at the tip. The patient's upper eyelashes were burned."